Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a confirmed fracture of the right ventricular (rv) lead. It was also reported the rv lead had the fol lowing issues: high impedance, demonstrated noise, increased sensing integrity counter (sic) and polarity switch. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.